Event description:
Additional information received indicates that therapy was confirmed post operatively.

Manufacturer narrative:
The reported event was confirmed. At receipt the ipg, the ipg would not communicate with lab utilities due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester a device problem was not identified.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain implant date. Further information was requested but not received.

Event description:
It was reported that the patient lose therapy due to ipg being inoperable. The ipg did not communicate with external devices. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted and replaced with a new ipg to address the issue. The ipg was implanted in 2017, exact implant date is unknown.